Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was identified through review of the event history logs. The cause was determined to be a false empty detect at initial drain and I-drain alarm volume was met. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device also received an internal/external inspection. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 21:46:14. During night drain cycle one, the patient's ultrafiltration reading was 1806ml, indicating the home patient (hp) drained 1806ml more than their maximum programmed fill volume of 2000ml. No additional information is available.